Event description:
Customer reported a previous low blood glucose event with the lowest level at 45 mg/dl. Paramedics assisted by administering glucose tablets and food, and there was no loss of consciousness or injury reported. Technical support advised the customer to consult a healthcare provider to discuss factors affecting blood glucose levels, and the customer understood this recommendation.